Event description:
A malfunction alarm with code malf 19 was reported, and it was indicated that the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as a backup therapy, and tandem technical support resolved the issue by sending a replacement pump with updated software. The customer was instructed to return the malfunctioning pump using a return box and prepaid label within 10 days, and was provided with guidance on putting the pump into storage mode.